Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
It was reported that the pump was alarming no disposable, clamp tubing. The user was instructed to stop and restart the pump. The pump continued to alarm. The patient was then instructed to clamp the tubing, unlock the cassette and check for air in the line. Air was present in the line so the patient was instructed to massage the tubing. The patient was then instructed to reattach the cassette, unclamp the tubing then restart the pump. The pump was then running correctly. No patient injuries were reported.